Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the spiral blade insert was received intact with chatter marks along the spiral groove; it could be disassembled as intended. There are nicks on the handle and proximal end. The balance is in good condition and etchings are legible. The returned spiral blade inserter, lot # 1685578, was manufactured may, 2007. This condition of chatter marks is consistent with the inserter and aiming arm binding together. The complaint condition is unconfirmed and could not be replicated because the mating aiming arm was not returned. A review of the current edition of the design drawing and the manufactured drawing revision was performed. The designs were found to be sufficient for their intended use and the design history of the inserter did not impact the complaint condition. However, it should be noted that the aiming arm drawing was revised in august, 2008 which was initiated to improve the functional interface between these devices. The chatter marks and the description of binding is evidence that the inserter was used with an aiming arm that was manufactured prior to the change. Therefore, it is likely the complaint condition was the result of use with an old aiming arm design. Since the aiming arm used in the procedure could not be obtained, the returned inserter was tested with known good product development aiming arms, for retrograde spiral blade locking, part number 03.010.051, of both the current design and the design prior design. When tested with the current design (lot# 3300666) the components did not bind and could be completely inserted showing evidence to the functionality of the device. However, when tested with the older design (no lot number, not for human use device) the devices did bind immediately and the inserter could not be fully inserted. This shows evidence that the root cause of the complaint condition is the old aiming arm design. In conclusion, the complaint condition is unconfirmed because the mating aiming arm was not returned. However, the complaint condition was most likely the result of an older design revision of the aiming arm which caused interference and binding between the aiming arm and spiral blade inserter. A change in the design was implemented to address this issue and the current design revision is deemed sufficient for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spiral blade inserter does not pass smoothly through the insertion handle. A small way in it becomes stuck or jammed. This was noticed while picking the sets and routine inspection at the (B)(4) office. There was no patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.